Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the smart device showed a transmitter failed error. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter passed and the logs did not show anything related to the customer complaint. The customer complaint of transmitter failed error was not confirmed. The root cause could not be determined.